Manufacturer narrative:
The device was not returned to resmed for an evaluation. A resmed customer representative assisted the customer with instructions to adjust the alarm volume of the device. (B)(4).

Event description:
It was reported to resmed that an astral device did not trigger an audible alarm. There was no patient harm or serious injury reported as a result of this incident.